Event description:
It was reported that the pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. No additional information regarding the outcome of the event was received. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.